Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulty and entrapment occurred. The target lesion was located in the left anterior descending (lad) artery and left circumflex (lcx) artery. Rotablation was performed with a non-bsc guidewire placed in lad while ablating the lcx. Following rotablation, a 145, 5-in-6 guidezilla¿ guide extension catheter was placed to assist in stenting the arteries. The first synergy stent was successfully deployed in the distal lcx. As the second stent, a 2.50mmx20mm synergy ii everolimus-eluting platinum chromium coronary stent system was introduced into the ostial lcx, an apex balloon catheter was attempted to advance over the non-bsc guidewire in lad to protect the lad while deploying the stent in the lcx. However, while introducing the balloon catheter, it was discovered that the guidewire was broken. The stent in the lcx was then attempted to be withdrawn into the guidezilla, but could not be retracted. The stent was stuck just outside the guidezilla. The guidezilla and stent were removed together from the patient's body; however, the broken wire was stuck in the patient and could not be retrieved. The patient was sent to surgery for removal of the broken non-bsc guidewire. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device returned inserted through a guidezilla which could not be removed without dislodging the stent. Therefore the hypotube was cut to enable removal of the guidezilla. Visual examination of the crimped stent found the stent damaged and fractures at the distal end. Struts at the proximal end were bunched, distorted and lifted from the stent profile. The stent moved distally on the balloon and crimp marks are evident on the exposed part of the balloon. Based on the complaint report and the analysis completed the damage most likely occurred during attempts to remove the device from the guidezilla. The bumper tip of the device could not be assessed for any damage as it was covered by the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. Blood was evident across the exposed part of the balloon and the stent. A visual and tactile examination found no issues with the hypotube shaft profile. However the hypotube was cut to enable removal of the guidezilla. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty and entrapment occurred. The target lesion was located in the left anterior descending (lad) artery and left circumflex (lcx) artery. Rotablation was performed with a non-bsc guidewire placed in lad while ablating the lcx. Following rotablation, a 145, 5-in-6 guidezilla¿ guide extension catheter was placed to assist in stenting the arteries. The first synergy stent was successfully deployed in the distal lcx. As the second stent, a 2.50mmx20mm synergy ii everolimus-eluting platinum chromium coronary stent system was introduced into the ostial lcx, an apex balloon catheter was attempted to advance over the non-bsc guidewire in lad to protect the lad while deploying the stent in the lcx. However, while introducing the balloon catheter, it was discovered that the guidewire was broken. The stent in the lcx was then attempted to be withdrawn into the guidezilla, but could not be retracted. The stent was stuck just outside the guidezilla. The guidezilla and stent were removed together from the patient's body; however, the broken wire was stuck in the patient and could not be retrieved. The patient was sent to surgery for removal of the broken non-bsc guidewire. No further patient complications were reported.